Event description:
Information was received indicating that while the nurse was attempting to draw blood with a smiths medical jelco® saf-t wing® blood collection set, it broke off inside the patient's vascular catheter. It was required for the patient to go to surgery for removal of the vascular catheter and a new one placed. There were no further adverse effects.

Manufacturer narrative:
Additional information was received indicating that the patient had a dialysis catheter in which the saf-t wing broke off in. A jelco® saf-t wings were returned for analysis in used condition. The luer connector was observed to be broken upon visual inspection. Relevant documents were reviewed and deemed adequate. The assembly operation and observed the personnel not used the guards for to avoid that the product has contact with alcohol at the time of cleaning. A test was performed of pre-sterile and post-sterile material resulting that at a pressure of 11.57 lbf in the luer was found the luer leaves the holder and damaged. Based on the evidence, the complaint was confirmed. The most probable root cause is attributed to an exposure of the product to alcohol in combination with excessive force.